Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated during the actual testing. The review of the black box showed evidence of short battery life illustrated by a 10 count voltage drop. The returned battery cap was undamaged and was able to fit securely. Corrosion was observed in the battery canister. A leak test was performed and failed due to a battery compartment leak. The ez-prime steps were performed correctly. The pump electrical current readings measured within specifications. The pump cover was removed and no further moisture was found to the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked above the finger pad. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.